Event description:
The pt's foley catheter bag was leaking urine and was discontinued. A new foley catheter was inserted. Note: the site where the leaking occurred is the same site as in previous reports, at the edge where the urimeter joins the foley bag itself. This is an ongoing issue with tears at the site where the urimeter attaches to the bag. The MFR is aware and so far, there has been no resolution.